Manufacturer narrative:
(B)(4). There were (B)(4) samples returned (6 actual and 11 companion samples) and evaluated for the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and presence of sponges with povidone iodine was noted in all of the samples with no signs of spillage on the package. The visual inspection noted that all of the actual samples had the sponge partially out of the white cap, but it was not completely separated from the cap. The companion samples showed the sponge was fully inserted in the cap. The actual samples could not undergo functional testing, but the companion samples were tested for the measurement of how deep the sponge was inserted. The companion samples sponge was found to be inserted within specifications. The evaluation concluded that although the reported event of sponge being misassembled and out of the cap was not verified, it was noted that the actual samples were out of specifications because the sponge was partially protruding out of the cap. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found with the sponge not inserted inside the cap. There was no patient injury or medical intervention associated with this event. No additional information is available.